Event description:
Procedure type: lobectomy. According to the reporter: customer stated that the doctor used a new (B)(4), installed the reload correctly and squeezed the handle for 15 seconds after closing the jaw on the tissue. He fired the device slowly. The first staple was fired normally; then, two other staples were fired, but these two staples failed to form a b-shape. The operation was prolonged for 1 hour. The doctor made a small incision and stitched the stoma. The stapler was destroyed by the hospital. The last known patient status is good. There was no tissue loss or blood loss. There was no reinforcement material used with the reload.

Manufacturer narrative:
(B)(4).